Event description:
Patient presented with high lead impedance during an office visit and there device was disabled and they were referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.